Event description:
The customer reported that the unit failed to shock when performing the opcheck.

Manufacturer narrative:
The customer reported that the unit failed to shock when performing the opcheck. The unit was evaluated at philips, and the failure was verified. Replacement of the power pca resolved the reported failure.